Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they have had several safety needles that the safety mechanism is defective. Several nurses have reported that the safety clicked but then became loose and allowed the needle to retract some.